Manufacturer narrative:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed on the vessel. It was removed along with the device. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was connected to the device. The sealant sleeve was noted to be abutted to the distal end of the green handle. The sealant, the advancer tube and the procedural sheath were not returned with the device. The shuttle cartridge and catheter were inspected for damages or any anomalies which may have contributed to the reported failure, and none were observed. A product history review of lot f2100504, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿sealant- dislodged¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Review of the device analysis suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, when removing the device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the user fails to hold the advancer tube in place and/or a proper position of the tamping tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. The IFU also instructs ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2100504 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed on the vessel. It was removed along with the device. There was no reported patient injury. The device is expected to be returned for analysis.